Event description:
The patient's health care provider (hcp) contacted animas on (B)(4) 2013 reporting that the patient was currently in the hospital. The hcp was calling into animas to review ordering supplies for the patient. The hcp did not elaborate on why the patient was in the hospital. Animas attempted to follow up with the patient but have been unsuccessful at this time. This report is made based on the indication that the patient was hospitalized for unknown issues and the pump cannot be ruled out as a possible cause or contributor to the event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2014 with the following findings: the black box and pump history for the reported issue on (B)(6) 2013 have been overwritten due to continued use. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required specifications. The battery cap was unavailable for testing, so a test cap was used for the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.